Manufacturer narrative:
(B)(4).

Event description:
It was reported lead noise was observed before and after the patient was involved in car accident. Noise was reproducible. The patient was symptomatic. Lead capping was recommended. The patient will be monitored. No further information is available.